Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he had high blood glucose level. Customers blood glucose value at the time of incident was 500 mg/dl and 178 mg/dl. Customer was treated with two bolus. Troubleshooting was performed for blood glucose level. The device will not be returned for analysis.